Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d4, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac removed scope and turned on and gets color bar image. Plugs scope in and snowy image came up. Then tried another scope and same issue occurred. Reseating the digital light source cable resolved the issue. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported during the inspection for use, the video system center exhibited color bar image when removed scope and turned on. There were no reports of patient harm.